Event description:
Quality sys notified of an alleged crack at the venous header cap port (blood port). This resulted in a blood leak of 50 ml during dialysis. There was no associated pt injury or ill effects; the hematocrit was stable. It is noted that the facility performs both arterial line and dialyzer reuse. This involves the use of an add'l connector between the dialyzer and the blood lines. Co confirmed with the hc professional that the reported crack was on the dialyzer, not on this blood port adapter. MDR filed due to blood loss.